Event description:
The pt felt no stimulation sensation. The pt programmer was working as expected. Two months after the original complaint the pt continued to have problems with her implantable system. The device had been reprogrammed. Device registration system indicates that the implantable neurostimulator was replaced. No add'l device troubleshooting was reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.